Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and completed all diagnostic checks. The fse did not see any alarms in the log referring to an over temperature failure. However, while checking the iabp unit, the fse did find that the scroll compressor was past the 5000 hour usage mark. The fse replaced the scroll compressor in case this was the over temperature cause. The fse had also replaced the safety disk due to usage replacement schedule. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) medical ctr.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an "over temperature" alarm. No patient harm, serious injury or adverse event was reported.